Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent tubing at the reservoir compartment and issues with kinking and bubbles. The blood glucose at the time of the incident was 350 mg/dl but the current blood glucose is 600 mg/dl. Troubleshooting was not able to resolve the issue because the customer declined. The bolus did not go through the tubing. The device will not be returned for analysis.